Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and (B)(6) 2003 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery on (b)(4 /2013. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced scarring from hip to hip, numbness, pain with intercourse, incontinence, constipation, diarrhea, more nerve pain in arms/legs immune-auto neuropathy, depression, fatigue and anxiety. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient did not have an ethicon product implanted, as the lot numbers provided do not correspond with any ethicon products. Therefore, this is not an ethicon complaint.